Event description:
Initially, baxter product surveillance (ps) contacted the customer to follow up on a call the customer had made to baxter technical service regarding an unrelated check heater line alarm which occurred on the homechoice device during use for peritoneal dialysis therapy. During the conversation, ps was informed by the caregiver (cg) that the patient had passed away. Multiple attempts were made to obtain further information. On (B)(6) 2012, the registered nurse (rn) returned product surveillance's call. The rn stated she could not release any information about the patient's death per the clinic's policy. There was no report of an allegation against a baxter product or solution.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation by the baxter product analysis lab (pal). Upon completion of the evaluation or should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and evaluated by the baxter product analysis laboratory (pal) for the reported difficulty of home patient passed away. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite (returned instrument test evaluation) testing. Review of the device event log did not reveal any failures, malfunctions or iipv events that could have caused or contributed to the reported difficulty. Review of the device history record revealed a failed volumetric calibration. The device was retested and passed all subsequent testing prior to its release. No issues were identified that may have contributed to the reported issue of a patient death. The reported issue with regards to the device was not confirmed. The assignable cause was not determined.